Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to a lead dislodgement. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.